Event description:
The subject device was returned to an olympus service center for annual inspection with no alleged complaint. Upon inspection and testing of the returned device, it was observed that inside of the light guide lens (lg lens) was dirty and there was foreign material in the forceps elevator. This report is being submitted for the malfunctions found during evaluation (dirty lg lens and foreign material in forceps elevator). There was no patient or user injury reported.

Manufacturer narrative:
In addition to dirty lg lens and foreign material in forceps elevator, service found the air/water cylinder was discolored, the suction cylinder was discolored, the scope cover plate was detached, the insulation resistance value was out of specification due to a cut on the heat shrinking tube of the lock engagement lever, the light guide cover glass was scratched, the scope connector cover unit was scratched, the connecting tube was scratched, the adhesive around the objective lens was discolored, and there was metal particle around the l-arm. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. A foreign object adheres to the forceps base and the area around the forceps base; however, the foreign material was unable to be identified. Due to physical stress from hitting the tip of the scope or dropping the tip, chemical stress from the chemicals used, the adhesive around the lg lens was peeled off, causing moisture to enter and corrode the light guide lens. The event can be detected/prevented by following the instructions for use which state the following: 1) "if the cleaning, disinfection, and sterilization of the endoscope is insufficient, there is a risk of infection to the patient and the operator who performs the following procedure using the endoscope." 2) "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.